Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips from lot # 9fpec53a for evaluation. Since the customer returned only three test strips, the in-house contour next test strips from lot # 9fpec53a were also used for testing. The returned meter was tested with the returned test strips and in-house test strips using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age was not provided.

Event description:
An advocate reported that the customer obtained blood glucose readings of 155 mg/dl at 4:39 p.m. On the contour next one meter and 338 mg/dl at 4:49 p.m. On a non-ascensia meter. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.